Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion is located in the iliac vessel. A 8.0x40x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, after inflating the balloon, it was noticed that there was no stent being implanted. It was then found out that the stent was dislodged in the hoop during preparation and never went inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the delivery system was returned for analysis. A visual and microscopic examination was performed on the returned device. The stent was completely detached from the delivery system and was returned in a plastic container. A visual and microscopic examination was performed on the returned delivery system. An examination of the balloon identified that the balloon had been inflated and there was a build-up of contrast media present inside the balloon. An examination of the stent found that the stent was compressed at one end. The stent did not appear to have been deployed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion is located in the iliac vessel. A 8.0x40x135 cm express ld iliac/biliary stent was advanced to treat the lesion. However, after inflating the balloon, it was noticed that there was no stent being implanted. It was then found out that the stent was dislodged in the hoop during preparation and never went inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.